Event description:
The wife of a (B)(6) male patient called zoll customer support to report that wires were frayed on the patient¿s electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (frayed wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was ripped from the dn, exposing wires. Additionally, the rear therapy electrode interconnect cable was corroded. The root cause for the damaged cable was excessive force. The root cause for the corroded cable was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.